Event description:
Event description boston scientific cardiac rhythm management (crm) received information that following insertion of device, defibrilator was tested and had good response on first test. At that point patient noted to have pneumothorax. Patient remained stable vital signs while intubated under general anesthesia. Surgeon placed small chest tube in right lung. Patient was extubated and sent to recovery, never complaining of short of breath. The chest tube was removed 09/11/06. Discharged home without complaints of breathing problems.